Event description:
Related manufacturer reference number: 3006705815-2022-16940. It was reported that patient experienced a change in therapy and increased hand pain following an accident in where a barn door was slammed on patient. MRI results were normal; however, x-rays showed the leads moved down from c2 to c4. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.